Manufacturer narrative:
The root cause of the incident is unknown at time of the intitial report. The complaint device will not be returned for an evaluation. The DHR review which exames the DHR, ncrs, and ecos will be done as part of the root cause investigation.

Event description:
The problem was described as: "the hub on the 8x60 catapult comes off during procedure causing leaking, this happened on two in a row". As reported device codes: 1188: detachment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions. Device/procedure outcome: unable to use device - attempted,procedure - no information available patient outcome: f26: no health consequences or impact. Returned product expected: no.

Event description:
The problem was described as: "the hub on the 8x60 catapult comes off during procedure causing leaking, this happened on two in a row". As reported device codes: 1188: detachment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions device/procedure outcome: unable to use device - attempted,procedure - no information available patient outcome: f26: no health consequences or impact returned product expected: no . On 10.03.2025 additional detail is requested on power injector usage and lot number. Customer provided below answer on the same day. "Response from customer: "they opened another catapult sheath, all the details I put in the original complaint are all I have, I apologize." A ship history was performed and identified batch 800427. Please perform your DHR using that batch number."

Manufacturer narrative:
Initial report submitted on 28 march 2025, per MFR #: 3003637635-2025-00007. The complaint devices was not returned. Therefore testing of the actual device in the reported adverse event is not possible. The DHR/batch record review showed that there is no production or design issue that can lead to the defect which caused the complaint case. There is no process related root cause found from DHR review. Root cause is established as undeterminable.